Event description:
It was reported the aid was not fixed. Customer stating part of the shell towards top is still broken. The hearing aid works but cutting into patients ear. Could still see skin on the aid as well. Stating the aid was not cleaned.

Manufacturer narrative:
Manufacturer's ref# (B)(4). A DHR review have been completed. No deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion.

Manufacturer narrative:
20-sep-2022: manufacturer's ref# sf (B)(4). A DHR review have been completed. No deviation or changes were found during manufacturing of the device. Investigation is still in progress, a final report will be submitted upon completion. 20-oct-2022: investigation of the device was not possible, as the device was sent directly to repair and sent back to customer on 29-aug-2022. Final reportability rationale: technical investigation concluded: a device history record review have been completed. No deviation or changes were found during manufacturing of the device. The clinical investigation concluded: the case description indicates that the reported issue is related to a poor physical fit, resulting in the left hearing aid "cutting into" the end user's ear. Poor physical fit of hearing aids is identified in the risk analysis and mitigated to an acceptable level through modification of the hearing aid casing or a remake of the hearing aid. The user guide instructs the hearing aid user to contact the hearing care professional if skin irritation occurs. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register the above information in the case still indicates need for reporting. Based on the available information, the malfunction may lead to, or might led to, death or a serious injury if it were to recur or the event / incident did lead to, or might have led to, death or a serious injury. This case is considered as a single incident and will be included in regular trending. No actions have been initiated based on this individual event. This is a final report.

Event description:
20-sep-2022: it was reported the aid was not fixed. Customer stating part of the shell towards top is still broken. The hearing aid works but cutting into patients ear. Could still see skin on the aid as well. Stating the aid was not cleaned. 20-oct-2022: despite multiple requests, no follow up information was received. No further information is expected to receive. This is a final report.